Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at nominal pressure upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is on good condition after the procedure.

Manufacturer narrative:
(B)(6).